Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be provided once the investigation has been completed.

Event description:
The hard wire came loose and came out with an outer needle. And the hospital keep only the hard wire.